Event description:
It was reported that a user of the ilet experienced recurrent postprandial hyperglycemia despite meal announcements, with glucose excursions to 271 mg/dl after breakfast and 401 mg/dl after dinner that required approximately two hours to decline; the user wears a cannula/infusion set and requested consideration of a factor reset and clinical team support. Symptoms included hyperglycemia. Outcomes included transient elevation of glucose without hospitalization. Investigation included troubleshooting and education with the user and collection of additional information. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.